Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d308. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #18: system pressure nor for pressure dome membrane leak. A corrective and preventive action has been initiated to investigate pressure dome membrane leaks. No corrective and preventive action has been initiated for alarm #18: system pressure. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported a system pressure alarm occurred when the double needle mode treatment was at 235 ml whole blood processed. As the centrifuge slowed down following the alarm, the system pressure dome popped off the pressure sensor and a blood leak occurred on the pump deck. The treatment was aborted and the blood in the kit was not returned to the patient. Customer stated the patient is stable, and she will contact their therakos cellex service-trained biomed to clean and service the instrument. No service order was created. Patient was reported to be in stable condition. The customer did not return the kit for investigation.